Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was affected. In situ testing showed affected channels. The user noticed a gradual change in hearing with the device. No trauma or accident was reported.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. In situ testing showed affected channels. The user noticed a gradual change in hearing with the device. No trauma or accident was reported. The user has been re-implanted.